Event description:
During an on-site visit, it was discovered that the autopulse platform (B)(6) displayed user advisory 12 (lifeband not present) when powered on. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) displayed user advisory 12 (lifeband not present) when powered on was confirmed based on the archive data review but not confirmed during the functional testing. No device malfunctions were observed during testing, and the autopulse platform functioned as intended. The archive data review indicated the occurrence of ua12, confirming the complaint. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft, and that the drive shaft can freely rotate after insertion. The autopulse platform passed the functional testing without fault or error. The customer-reported complaint was not reproduced during the testing. Performed the lifeband clip detect switch inspection procedure. Inserted the standard belt clip tool in the spool shaft, checked and verified the switch lever is parallel to the switch case, and the two screws holding the lifeband clip detect switch (not loose) were torqued to spec. The platform was tested using the mztf until the battery was completely discharged, with no faults or errors detected. Following service, the autopulse platform passed the run-in and final tests without fault or error.